Event description:
It was reported that a gamma nail was put into a very obese patient and after over reaming the surgeon was having difficulty getting the nail in. He used the impacter to hammer it down, once all of the support screws were put in he could not get the jig off from the nail. After about 15 minutes of trying, he took the nail out and put a different type of nail in. The nail is still stuck on the jig.

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.